Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer reported sensor glucose and blood glucose was not accurate. Customer stated there blood glucose was 40 mg/dl and sensor glucose was 120 mg/dl and another blood glucose level was 240 mg/dl and sensor glucose was 130 mg /dl no further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.